Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is not receiving effective therapy due to one lead experiencing high impedance and the other due to migration. Surgical intervention occurred on (B)(6) 2023 where both leads were explanted and replaced. Therapy was restored post procedure.

Manufacturer narrative:
The event of lead revision was reported to abbott. The patient was not receiving effective therapy due to one lead experiencing high impedance and the other due to migration. Both leads were explanted and replaced. Therapy was restored post procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.